Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device pocket was revised due to the device flipping in the pocket. It was initially reported the pt was charging more than expected. Add'l info showed the pocket was surgically revised. Pt and device info was not reported. Add'l info has been requested, a f/u report will sent if add'l info becomes available.